Event description:
The customer reported to philips response ctr (rc) that device was unable to complete the user initiated operational check (opcheck). There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.